Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary. Material failed torque testing. Material (another), is a 4 component item, it has the wrong component with it making in difficult to put all pieces together as the cap does not fit the body of the depth gauge. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the depth gauge f/long-scr ø3.5 meas-range u was heavily bent from the needle. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. In addition, signs of constant use were observed on the assembly area of the matting components. No other problems were detected. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed several attempts of assemble and disassembly were made. It was possible to preformed the complete assembly process; however, some resistance was felt when inserting the headpiece with the sleeve. This resistance was due to the interaction between the bent needle and the worn observed around the assembly area. End of the body. The complaint condition was replicated; therefore, the allegation can be confirmed. The overall complaint was confirmed as the observed condition of the depth gauge f/long-scr ø3.5 meas-range u would contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: se_490644 rev d current (B)(4) rev 03 manufactured dimensional inspection: n/a device history lot part:319.090 lot:2353738 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:09 apr 2008 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the material failed torque testing. Material (another), is a 4 component item, it has the wrong component with it making in difficult to put all pieces together as the cap does not fit the body of the depth gauge. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.